Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level of 47 mg/dl. Troubleshooting was not performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Insulin pump was monitored and functioning properly. Insulin pump communicated properly with the test guardian transmitter. Insulin pump audio/beep function properly noted. Hardware low level failures alarm (variableinfo=3) confirmed in the pump history due to broken trace.